Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricle (rv) lead exhibited large noise. The noise was over sensed and resulted in pacing inhibition. No intervention or procedure was reported. The patient had no consequences.